Event description:
It was reported the patient experienced a small hematoma putting pressure on the spinal cord and causing weakness in patient's legs. Surgical intervention was undertaken to remove the entire system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.